Event description:
Customer reported burning smell from the unit.

Manufacturer narrative:
A burning smell was noted from the unit. There were no flames, or the fire department being called. No one was injured and no harm to patient samples. The unit investigation indicated power harness was melted to the pc board.